Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional heart catheterization. Reportedly, there was no issue during deployment of needles or removing plunger. When the proglide was removed from the anatomy, with a little resistance and not much tension being applied, the plastic and metal portions of the guide disconnected. The distal portion of the guide remained in the patient. The patient was sent to a nearby hospital for surgery to remove the detached portion of the proglide. A femostop was used to control bleeding during transportation. A nick and spread was used to remove the piece of the proglide. Hemostasis was achieved with the proglide knot. There was clinically significant delay in the procedure and therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported guide break was confirmed. The reported difficult to insert into the anatomy and difficult to remove the closure device could not be replicated in a testing environment as it appears to be related to procedure circumstance. The investigation determined the reported difficulties and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.